Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator issued a false alert for battery depletion following an implant procedure. The alert was successfully cleared and the patient would be monitored.